Event description:
It was reported that after an atrial flutter right (r-afl) procedure the patient deceased due to a late cardiac tamponade. The reporter did not have any details pertaining to the event at the time of the report neither how the cardiac tamponade was discovered and confirmed, nor whether or not any treatment had been administered to the patient. Additional information was requested to obtain detailed information regarding the event and on (B)(6) 2013, it was confirmed that the physician was performing a right sided flutter ablation and had to ablate medial to obtain isthmus block. A pericardial effusion was noticed several hours after procedure and pericardiocentesis and cardiopulmonary resuscitation (CPR) were performed. The physician¿s opinion regarding the causality of adverse event was identified as possible procedure related. According to the physician he didn¿t consider that this event was caused by any bwi product malfunction. The patient had a prior valve surgery and anti coagulated on coumadin. The patient expired on (B)(6) 2013.

Manufacturer narrative:
Product analysis could not be conducted since it was stated by the customer that the device was disposed. DHR review could not be performed since lot number was not provided. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #: (B)(4).

Manufacturer narrative:
On (B)(6) 2013 additional information was received from attending physician stating that the case was in a patient about 1 week out from mitral valve surgery performed via a right thoracotomy. The cava-tricuspid isthmus (cti) was ablated. Proximal portion of the line was difficult and required 50 watts to achieve bidirectional block. There was no overt steam pop or change in impedance. The patient left the lab in sinus rhythm with a normal heart rate and blood pressure. The physician saw the patient on the floor 30 minutes later on the floor and she had no complaints but was slow to recover from anesthesia. The patient had difficulty breathing late in the night and was transferred to the intensive care unit (ICU). During intubation the patient arrested and never recovered a blood pressure. Anesthesia did not recognize patient¿s tamponade until it was too late. Also following the procedure her international normalised ratio (inr) went from 2 to 5. The physician suspected that the patient had a slow bleeding into her pericardium and when her cardia output was reduced; her inr increased and exacerbated the bleeding. The physician doesn¿t think that there was malfunction with the catheter or the pump. Patient was in 60's and female. Valvular heart disease was her major co-morbidity. This was a very unfortunate series of events. The physician believes that the fact that the patient was never hypotensive and never had chest pain led to failure to recognize her pericardial effusion. Ultimately, progressive coagulopathy accelerated the process. (B)(4).